Event description:
It was reported that during a low anterior resection procedure, when the device was placed on the targeted site and the experienced surgeon activated the firing trigger and closed to the end, he used a scalpel to transect the rectum along the cutting grip of the proximal side of the stapler. The tumor was taken away from the abdomen. The surgeon opened the stapler by turning the knob, once the stapler was taken out, no staples were found along the staple line and surrounding area, so the lower rectum was open. Luckily, there was a small amount of space for placing the stapler. The surgeon then loaded trh30 to the stapler and fired without any problem.

Manufacturer narrative:
(B)(4). Additional information received on (B)(4) 2011: it is a lap assisted lar, a mini laparotomy is made for placing a stapler (tlh30) to transection site. Once the surgeon found the staple is not in the stump, he used suture to stitch and anchor the open-end rectum, and load a new trh30 to the stapler and close the hole. If the stapler cannot access to the rectum, a hand sew suture is needed to close the hole, it may take at least 1 hrs to compete. The adverse case is a permanent colostomy made if anastomosis can't make. Additional information received on (B)(4) 2011: as the surgeon thought it has more additional work in order to make the 2nd fire, it is apparently not an ideal transection and thus affect the integrity of the anastomosis. For patient safety, he prefer to monitor the patient 2 more days. Confirm the patient did not receive a colostomy. The analysis results showed that the device arrived in good visual condition and without a reload present. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.